Manufacturer narrative:
The reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the outer casing. The reported complaint could not be replicated during the functional evaluation. All functions were tested and performed as expected and everything was working within specification. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.

Event description:
It was reported that the battery of the device does not charge properly despite the power cord is properly and firmly connected to the device. There was no patient impact reported. A back-up device was available to be used and replace the faulty one.